Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) was due an open white pulse wire in the trunk connector. The electrode belt was unable to complete essential performance testing. The root cause for the broke pulse wire was unable to be identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.